Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive since initial use, occurring every few days, and the user relied on connecting the charger to power on the device; the issue aligns with a key or button not working and pertains to the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information, including a video. Investigation of this case revealed an electrical problem associated with an unresponsive button related to the switch component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.